Event description:
A medtronic representative reported that, while in a cranial procedure, the patient scan flipped left/right while being loaded, via dicom, in synergy cranial 2.2.5. The radiographic view was not selected, attempted to correct the orientation of the exam and then registered the patient. After registration was completed, the patient scan was flipped again l/r. It was noted there were 6-8 fiducials placed on the right side of the patient head and 2-3 fiducials on the left side of the patient head. The surgeon opted to discontinue use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Exams reviewed. Unable to duplicate reported behavior. Both mr exams were imported and appeared with the same orientation.

Manufacturer narrative:
Patient information not available from the site at time of this report. A medtronic representative following-up at the site stated he was not able to replicate the issue of left/right flipping of the patient exam. Patient files/scans have not been returned to manufacturer for further evaluation.